Event description:
Info rec'd with explanted device stating that pt expired on 02/22/1998. The physician last saw the pt approx one mo before for refilling of the pump, at which time the device was performing well, an autopsy was performed, but a cause of death was not yet determined pending toxicology results. Investigation into this event is continuing as of the date of this report.